Event description:
The hcp reporter "pump had been allowed to run out of medication. After refill completed, catheter was incorrectly primed with a bolu." "The error was realized after patient left clinic. She was notified and instructed to come to the emergency room before bolus had taken effect." Three hours later patient experienced nausea, extreme fatigue and weakness. Patient was admitted through the ER for monitoring and intravenous fluids.

Event description:
The hcp reported that the patient was in the emergency room with symptoms of an overdose. Specific symptoms were not reported. The patient was given an "incorrect " bolus of 340 mcg of baclofen 2-3 hours previously. The patient was reported to have "returned to baseline" the following day and the pump was reprogrammed to the original settings.